Event description:
The reporter indicated that they were experiencing multiple screen freeze issues with their (B)(4) x5 hand held device at the interrogation screen and other screens not specifically mentioned and that the event occurred two to three times per use. Good faith attempts for product return are in progress.